Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID ne u_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient could feel the ¿generator spinning.¿ it was noted that the patient¿s implant was in his stomach. The patient stated that when he brought the programmer closer to the implant he felt that the ¿generator wanted to spin faster.¿ the patient stated that the night prior to this report, the implant was ¿pulsing pretty fast¿ but the patient was able to fall asleep. The stimulation reportedly ¿runs for about four hours then mellows out.¿ the patient also reported that when he straightened his posture, he got more of a ¿rate.¿ it was noted that the patient had been sore the last couple days. The patient had an appointment on with his healthcare provider in 6 days.